Event description:
During preparation for an esophagogastroduodenoscopy (egd) and colonoscopy procedures, the physician used a cook hemospray endoscopic hemostat. It was reported that when they turned the co2 [carbon dioxide] activation knob, it punctured the cannister and let all of the co2 out. There was no pressure left to use the device. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. Only 1 catheter was returned. The returned catheter did not exhibit any signs of use (no powder within, no discoloration, and no kinks). The device was returned with the on/off switch in the "off" positions. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned components or within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed the lance to be positioned correctly inside the handle and the lance to be beveled. However, the o-ring was found to be dislodged from it's typical position, becoming wedged in one of the grooves of the regulator. Indentations on the o-ring indicate notable pressure applied. The o-ring was removed from the regulator groove with notable resistance and confirmed to be the correct o-ring for the assembly. A break in the o-ring was noted near one of the aforementioned indentations in the o-rings surface. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). The malposition of the black o-ring is the most likely cause for the co2 leakage during activation; however, it is unknown how or when the o-ring became dislodged from its intended location. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. The o-ring which is typically seated around the co2 lance was found to be dislodged from its typical position, becoming wedged in one of the grooves of the regulator. The is the most likely cause of the devices failure to form a sealed with the co2 cartridge during activation. However, it is unknown at what point the o-ring became displaced from its intended position. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.